Event description:
It was reported that the left ventricular (lv) lead had high threshold and the implantable cardiac defibrillator had high output. The device service life was seventeen months. Additional information was attempted to be obtained, however, it was unavailable. The lv lead and the ICD were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4) - the proximal segment of the lead was returned and analyzed and no anomalies were found. However, all conductors were stretched and had blood/body fluid (not obstructed). The lead was stretched. There was apparent explant damage.